Event description:
The complaint involved a patient who underwent a knee surgery on (B)(6) 2018. During the case, the tibial inserter would not unscrew from tibial component when implanting. This resulted in the tibial pegs trenching into tibial component.